Event description:
It was reported that the patient had a battery replacement on (B)(6) 2015 due to normal battery depletion and the battery site was infected. The patient came to the appointment on (B)(6) 2015 with the generator site red, swollen, and white thick exudate was seen. It was noted that on tuesday on the day of this report, the generator site burst and green exudate was coming out. The patient's wh ole system was explanted on (B)(6) 2015 and the issue was resolved. It was noted that during explant the wires of the lead was removed but the electrodes remained in the patient's body. No diagnostics were done and the event occurred during normal use.

Manufacturer narrative:
Concomitant products: product ID 3487a, lot # l68786, implanted: (B)(6) 2000, product type lead; product ID 7495-51, serial # (B)(4), implanted: (B)(6) 2000, product type extension; product ID 97740, serial # (B)(4), product type programmer, patient. (B)(4).